Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's turbine was found defective. The provided logs confirm a technical error indicates turbine module failure, the ventilator failed during pre-use check with pressure transducer test with inspiratory pressure value out of bound (error code 8) the ventilator was investigated on site by our field service engineer. To solve the issue, the blower module assy was replaced and sent for further investigation. Simulated use testing of the returned turbine module confirms the pressure transducer test failure during pre use check, indicating the inspiratory pressure value out of bounds. No abnormalities were found during ventilation run for more than 48 hours. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).